Manufacturer narrative:
UDI: ((B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tightening end of driver has snapped off. No other information supplied. Please note that the broken piece of the driver was not returned to engineering. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture located at the driver's distal tip. Device was then sent for fracture analysis which suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A supplemental hardness was also performed and device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.